Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2022, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis and gore® molding & occlusion balloon (mob). After all components were deployed, a tough up ballooning using mob device was performed. A distal type I endoleak on left side was observed, so an iliac extender component was deployed distally but the endoleak remained. Therefore, unplanned coil embolization of the left internal iliac artery was performed and then another stent graft was placed down to the external iliac artery. The endoleak was resolved. Reportedly, the patient's blood pressure was unstable during the procedure, so medication was administered. The procedure was completed. On the same day, the patient's blood pressure did not increase after being transferred to the ICU and distention of the abdomen was observed. A computed tomography angiography (cta) revealed a large hematoma in the right common iliac artery. Reintervention was performed. The intraoperative angiography revealed a vessel damage at the right common iliac artery with blood flow to retroperitoneum, and an additional stent graft was placed. The patient tolerated the procedure. The physician reported that right common iliac artery injury probably occurred during the tough up ballooning using mob device. Since the hemorrhage was minute, the blood pressure did not drop significantly and that it gradually flowed into the retroperitoneum.